Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral), salpingectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, psychological trauma, bladder disorder and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, fatigue, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test, the plaintiff did not undergo this test". The patient's medical history included overweight, cyst (multiple ovarian cysts are present in right ovary. Left ovary also has a cyst), endometriosis, multigravida, parity 3, elective abortion (in 1998, 2000 and 2001.) And c-section. Concurrent conditions included diarrhea and ulcer. Concomitant products included alprazolam (xanax) from 2008 to 2010 and topiramate (topamax). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),hormonal changes heavy bleeding"), depression ("psych injury, depression"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine,migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bipolar disorder ("psychological or psychiatric problems condition bipolar"), urinary tract disorder ("urinary problem or changes") and abdominal pain upper ("stomach pain,gastrointestinal or digestive system condition type: stomach pain"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral),salpingectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, depression, bladder disorder, bipolar disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, vaginal discharge, fatigue, migraine, headache, nausea, weight increased and vaginal haemorrhage had resolved and the abdominal pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, bipolar disorder, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Ultrasound scan vagina - on an unknown date: she has ovarian cyst measuring 2.8 x 2.0 x 2.4 centimeters and there were multiple areas of fluid surrounding the cyst with the pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concomitant condition and medication,new event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition bipolar, urinary problem or changes, stomach pain, gastrointestinal or digestive system condition type: stomach pain , few event outcome were added and event hormonal changes heavy bleeding, depression and the plaintiff did not undergo this test club with previous event no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, psychological trauma, bladder disorder and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, fatigue, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. This case was upgraded from other event to incident. Event injury was updated to pelvic pain. Following events were added: breakage, gen. Abnorm. Bleed, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, vaginal discharge, fatigue, migraine, headaches, nausea, weight gain and she did not underwent essure confirmation test. Reporter information was updated. Date of implant updated. Date of explant added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.